Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
F/u info was received on july 1, 2015. It was discovered that the device was not manufactured by (B)(4). It is a product of a competitor (mathys). Therefore zimmer (B)(4) will consider this case as closed.

Event description:
It has been reported that the handle of the curette broke at level of the metallic junction, when the surgeon changed a prosthesis. The handle has composed by plastic, it is unknown if a piece rested may be in the patient. It is impossible to determine that with an x-ray. It is unknown if surgery time has been extended or not.